Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 3045751. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7046898. Database analysis was performed and revealed no anomalies, the ipg appears to be working as expected.

Event description:
A report was received that the patient underwent a total system replacement procedure. It was indicated the patient was very sensitive to programming adjustments. She also expressed feeling a burning sensation at ipg site and stated that she felt heat transfer from the ipg to the lead, which she said occurred during charging. She also said she felt a pulling and or pressure sensation at the ipg site. Physician decided to replace the entire system.

Event description:
A report was received that the patient underwent a total system replacement procedure. It was indicated the patient was very sensitive to programming adjustments. She also expressed feeling a burning sensation at ipg site and stated that she felt heat transfer from the ipg to the lead, which she said occurred during charging. She also said she felt a pulling and or pressure sensation at the ipg site. Physician decided to replace the entire system. Additional information was received that, the patient had inadequate stimulation due to the inability to reprogram the device because of the discomfort and the heating sensation of the ipg. It was noted that the inability to provide adequate stimulation may have been due to the use of the boston scientific m8 adapters with the competitor leads. The patient is doing well post operatively and stimulation is covering the pain areas.

Event description:
A report was received that the patient underwent a total system replacement procedure. It was indicated the patient was very sensitive to programming adjustments. She also expressed feeling a burning sensation at ipg site and stated that she felt heat transfer from the ipg to the lead, which she said occurred during charging. She also said she felt a pulling and or pressure sensation at the ipg site. Physician decided to replace the entire system. Additional information was received that the burning sensation and discomfort felt at the ipg site did not allow for reprogramming of the device, which then led to the patient having inadequate stimulation. It was noted that the inability to provide adequate stimulation may have been due to the use of the boston scientific m8 adapters with the competitor leads. The patient is doing well post operatively and stimulation is covering the pain areas.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision upn: m365sc9218150 model: sc-9218-15 serial: (B)(6). Batch: 7053051 and 7051476. Mn: sc-1160 sn (B)(6). The returned device was analyzed and no anomalies were found. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Database analysis was performed and revealed no anomalies the ipg appears to be working as expected. Mn: sc-2352-70 and sn: (B)(6); mn: sc-2366-50 and sn: (B)(6).; mn: sc-9218-15 and sn: (B)(6). The returned device was analyzed and no anomalies were found. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Mn: sc-9218-15 and sn: (B)(6) the source of the complaint was confirmed. The proximal tail was locked down on the contact 8 instead of on the retention sleeve. There was no setscrew mark present on the sleeve indicating that the lead was locked down without being fully inserted all the way in the port. As all the electrodes are not properly aligned in the ipg port, and it was the source of the stimulation anomaly. The dfu labeling review caution against this, the probable cause selected is unintended use error caused or contributed to event.